Event description:
Unomedical reference number (B)(4). Event occurred in the spain. On 25-apr-2024, it was reported that the patient experienced being stuck by a needle making it hard to remove. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.